Event description:
Customer is complaining that adhesive edges of the electrodes are coming away from pt's skin when used in automatic implantable cardiac defibrillator implant procedures. The reporter states the electrodes are hidden by draping and, subsequent to the hour-long procedure, some electrodes were discovered to have come loose from pt's skin.